Manufacturer narrative:
(B3) date of event: used the 1st day of the month of the bsc aware date as no event date was provided. Device evaluated by MFR.: synergy ii us mr 4.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid-section of the stent were lifted and pulled in a proximal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A synergy drug-eluting stent was selected for use. However, it was noted that the stent was damaged which happened outside the patient's body. No further patient complications reported.

Manufacturer narrative:
Device is a combination product. Date of event: used the 1st day of the month of the bsc aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. A 4.00 x 16mm synergy drug-eluting stent was selected for use. However, it was noted that the stent was damaged which happened outside the patient's body. No patient complications were reported.